Event description:
It was reported by customer's mother that she had been hospitalized for vomiting, back pain and difficulty breathing due to high blood glucose levels on (B)(6) 2014. Blood glucose level was 612 mg/dl at time of hospitalization. Customer was given a intravenous insulin drip while hospitalized. During troubleshooting, customer was asked to check the condition of the drive support cap on the device and found it to be normal. Next, customer was asked to check for air bubbles in infusion set tubing. Customer verified there were no air bubbles in infusion set tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Customer's blood glucose level was 203 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.